Event description:
An olympus representative reported to olympus in behalf of the customer that during an unknown procedure using this single use repositionable clip, the clip did not reopen after grabbing the tissue and caused more gastrointestinal bleeding. The only way to remove it, as reported was to rip it off. The bleeding was stopped using a competitor clip. The procedure was delayed for fifteen (15) minutes. No additional intervention was done other than more hemostasis that was needed. There were no reports of further patient or user harm associated with this event.

Event description:
Olympus further received information that the device was used for colonoscopy hemostasis. The device was deployed in colon or upper gastrointestinal tract. The patient was not hospitalized or hospitalization was not extended due to the reported event.